Event description:
It was reported that the patient had an artificial urinary sphincter (aus) removed and replaced due to a hole in the balloon resulting in recurring incontinence. Further information was requested and not yet received.